Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 48238ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the alinity stat high sensitive troponin-I assay using data from customers worldwide. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The result was questioned by the physician and the sample was repeated with lower results. The following data was provided: sid (B)(6) processed (B)(6) 2023 initial troponin result = 982.4 ng/l, same sample repeated = <2.0 ng/l. New sample later in the same day sid (B)(6) result = <2.0 ng/l. Overall population diagnostic cutoff = 26.2 ng/l no impact to patient management was reported.